Event description:
The customer reported trouble retrieving cine runs. They were having to reboot the system. The problem began after a case.

Manufacturer narrative:
The ge rep found a bad system hdd. The fluoro stops working after some cine runs are selected. The customer is still using the system. The ge rep ordered a hdd and software floppies. He removed and replaced hdd and loaded rel 14 sw. The rep restored nodes and reformatted the cin drive. The system functions as intended.